Event description:
It was reported that the lead was explanted due to an externalized conductor.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
A partial lead was returned for analysis. Externalized conductors due to internal insulation abrasion were noted at 8.6-11.3cm from the helix. The etfe coating was intact at the same location.